Event description:
Picu team spent an hour and a half getting an IV established in this child. The clave disconnected from the tubing and the IV was lost resulting in need to start new IV.====================== manufacturer response for t connector extension site, max-guard t-connector extension set (per site reporter).====================== representative coming in to meet with nurse manager.